Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. The pad-pak was removed and reinstalled during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and (B)(6) 2016. The device memory became full during this time. The device recorded a successful self-test on (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The device was observed switching on automatically during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.